Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event.

Event description:
The complaint involved a patient who underwent a knee revision surgery on (B)(6) 2018. The original surgery is dated (B)(6) 2012. The revision surgery occurred because of a reported infection. During the revision, the original omni size 3 x 12 mm congruent tibial insert and tibial baseplate retaining bolt were removed and replaced with a size 3 x 14 mm ultra tibial insert and another tibial baseplate retaining bolt.